Event description:
It was reported that following right knee arthroplasty, the patient is experiencing pain and migration of the tibial locking bar approximately two (2) years post-operatively. A revision procedure is planned at this time; however, no revision procedure has been reported to date. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). Concomitant medial devices - vanguard xp e1 tibial bearing right medial 10mm x 63mm catalog #: 195843 lot #: 016450, vanguard xp e1 tibial bearing right lateral 10mm x 63mm catalog #: 195773. Lot #: 645510, vanguard interlok femoral component right 60mm catalog #: 195908 lot #: 066550. Report source: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address pain and migration of the tibial locking bar approximately two (2) years post-operatively. Only the locking bar was removed and replaced. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10 visual inspection of the returned locking bar exhibits signs of being implanted (nicks, gouges) and dimensional analysis found it to be within specifications. The sem report references a zrm for the analysis of locking bar. The zrm states that even though the examined locking bar contact mark and deformation observations are consistent with the bars not being fully engaged with the tibial tray lugs, it cannot be determined with certainty whether the reported locking bar dissociations occurred due to improper insertions. A more definitive conclusion would require analysis of not just the locking bars, but also of the mating tibial trays as well as the implanted bearings. The bar material was verified by xrf to be ti6-4. The device history record was reviewed and no discrepancies relevant to the reported event were found. X-ray review by third party hcp states that the locking bar backed out and extending medial to the medial compartment joint space. Bone quality is normal. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.